Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check therapy electrode messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled rear therapy electrode, damaging the pulse wire in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and was experiencing check therapy electrode messages.